Event description:
Additional information indicated that the physician had tried to aspirate from the catheter access port, but he was unsuccessful. An x-ray showed that the pin connector may have been on the periphery of the pump. It was also stated that the "count was correct" during surgery. The event took place on the pump device being updated to this report, which is different than the device previously reported. Please note that the pump manufacturing information has also changed due to the change in device for the event. Concomitant products have also been added/updated.

Event description:
It was reported that the patient's pump and catheter were replaced. After the replacement surgery, the patient became lethargic, drowsy, and sedated, and "they thought he was having an overdose." The patient's physician wanted to lower the patient's dosage. The old medication used within the replaced system was 2000 mcg/ml gablofen. The new medication used within the system was 500 mcg/ml baclofen (unknown). The patient was reported to be "doing fine." No additional information was available at the time of this submission.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. For use by user facility/importer (devices only). (B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).